Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020, 6 months from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing difficulty charging the ipg and the bars of charge will not move even after performing multiple charge cycles. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.